Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to switch modes using the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to switch modes using the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.